Event description:
Pt was treated in 2004. Thermage was notified of event 4 mos later. At about four months post treatment the pt developed waffling pattern over cheeks and temples. Dents in chin and jaw line and mid forehead. Most current follow-up in 2004. Restalyne filler was injected into the effected area (forehead and mid-face, chin and jaw-line).